Event description:
It was reported by the customer that the cable was heating up prior to a procedure during setup. A back up cable was available and was used to successfully complete the procedure, with a delay of 10 minutes. There was no patient injury or adverse consequences alleged.

Manufacturer narrative:
The cord was received by the manufacturer and the complaint was confirmed. Upon disassembly, it was discovered that there was a broken wire within the cord assembly which may result in heat generation that can be detected by the user.